Manufacturer narrative:
The reported event of could not untighten the atrial and ventricle setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The pin portion of the lead could then be removed from the connector block. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant. Next, the v-setscrew could not be untightened due to it being stripped by the users in the field. Incorrect wrench insertions were being made causing the stripping of the setscrew inset.

Event description:
During device replacement for normal battery depletion, it was reported that the lead could not be removed from the header of the device. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.